Event description:
Pt received tmj vitek implant. Pt now suffers from ms-like symptoms, teflon material in vitek has eaten through the skull. Vitek implant removed in 1984. Recently had a tumor removed behind eye. Tumor contained pieces of teflon. Pt suffers from a seizure disorder as a result of the tmj implant.